Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During preparation, the physician attempted to release one band in order to make sure if the device would deploy; however, the band did not move and would not release. Reportedly, the physician had to release the handle from the wire. The procedure was unsuccessful due to this event. There were no patient complications reported as a result of this event. The patieint condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation result the returned speedband superview super 7 device was analyzed and the ligator head returned with all seven bands attached but moved out of their original positions. This indicates that the device failed to deploy. It was also noted that the suture hole had no damage. The suture was broken when the device was detached from the scope. Additionally, it was noted that the ligator housing teeth were bent. No other problems were noted on the device. The reported event was confirmed. Based on the evaluation of the returned device, these problems are likely due to handling and manipulation of the device. It is likely that excessive force was applied to the ligator housing teeth which resulted in the bends observed. Once the ligator head teeth are damaged, the suture can be detached from its position and this condition could have impacted the bands deployment activity which could have caused the reported issue. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During preparation, the physician attempted to release one band in order to make sure if the device would deploy; however, the band did not move and would not release. Reportedly, the physician had to release the handle from the wire. The procedure was unsuccessful due to this event. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.